Manufacturer narrative:
Section d4: the primary UDI number in d4 is reflective of all currently available information no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was to be issued a mobile power unit (mpu). Prior to using the mpu, the ventricular assist device (vad) coordinator inspected and plugged in to test. The mpu alarmed like normal but no lights turned on. The vad coordinator confirmed that the aa batteries were in properly. An alternate mpu was issued, and a warranty replacement was requested.